Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Zisv6-35-125-5.0-120-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Complaint regarding zilver ptx packaging. The nurse at the cathlab opened zilver ptx from the box, opened foil envelop and she threw the contents out directly to the operation table and the same made it non sterile. So jumped out the plastic cover with the book of IFU.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Zisv6-35-125-5.0-120-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) #: p100022/s001. Problem statement: ¿complaint regarding zilver ptx packaging. The nurse at the cathlab opened zilver ptx from the box, opened foil envelop and she threw the contents out directly to the operation table and the same made it non sterile. So jumped out the plastic cover with the book of IFU. "As per complaint form": the customer was not aware of the fact that the outer shell of the internal package is not sterile. Once he pulled it out, the IFU manual fell on the sterile field.¿ device evaluation: the zisv6-35-125-5.0-120-ptx device of lot number c1275250 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to return the complaint device for evaluation, and for more information. After three requests, the device and information were not provided. The investigation will be updated if the device and information are made available. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. A medical advisor reviewed the information in the complaint, and made the following comments "according to the description in the complaint, I don¿t think the nurse either opened the foil envelope with excess force or the foil pouch opened suddenly. The fact was that the nurse opened the foil pouch without difficulty and threw the contents out carelessly to the operation table." Possible causes for this occurrence could include the nurse placing the inner packaging in the sterile field. As the inner tray and tyvek are not sterile, this would have rendered the sterile field non-sterile. However, as the device and information were not available and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that there are caution labels on the foil pouch, stating the following: ¿this foil pouch and the outer surface of the inner pouch are non-sterile. Use immediately once the foil pouch has been opened.¿ document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report. The initial report was conservatively submitted based on the risk not being remote for the issue "pouch tears before use. Sterile barrier compromised". However, following the investigation the issue is confirmed as "user fails to read label properly, places inner packaging onto the operation table and compromises the sterile field" and the established risk of this incident is low. Therefore this report does not meet the reporting criteria of an FDA malfunction report.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Zisv6-35-125-5.0-120-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Complaint regarding zilver ptx packaging. The nurse at the cathlab opened zilver ptx from the box, opened foil envelop and she threw the contents out directly to the operation table and the same made it non sterile. So jumped out the plastic cover with the book of IFU.